Event description:
On an unknown date in (B)(6) 2018, the patient was implanted with an unknown endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2019, the patient was seen by a physician for an unrelated issue. The patient was asymptomatic. Tests conducted for the unrelated issue also revealed that the aneurysm had grown in the ensuing months from 8cm to 12cm at the time of the test. The patient was referred to another physician, and on (B)(6) 2019, the patient underwent a reintervention. The physician was certain that there was a type ii endoleak. They also believed there may be a type I endoleak, possibly due to malaposition of the endoprosthesis at the proximal neck due to patient anatomy. However, the physician was unable to visualize and confirm the type I endoleak or its location. The physician coiled and covered the right hypogastric, using gore® excluder® aaa endoprosthesis plc121400, lot/sn (B)(4) and extended into the right iliac artery. The physician used gore® excluder® aaa endoprosthesis plc231200 lot/sn (B)(4) to extend into the left hypogastric approximately 1.5 cm. The physician also embolized the inferior mesenteric artery. The patient tolerated the procedure.